Manufacturer narrative:
(B)(4). The lot was manufactured from november 24, 2014 to november 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection revealed white particulate matter floating in the fluid of the bladder. Fourier transform infrared spectroscopy testing identified the particles as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.